Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent surgery for recurrence of her inguinal hernia on (B)(6) 2011 and another mesh device was implanted. On (B)(6) 2012, the patient underwent an in office procedure to deaden nerve endings in her abdomen to reduce her abdominal pain. On (B)(6) 2012, due to severe abdominal pain, she underwent a surgical procedure under general anesthesia to remove adhesions in the abdomen. The patient presented with pain, nausea and vomiting to her doctor and then was admitted to the hospital on (B)(6) 2013, for mesh removal. Her doctor removed some of the mesh but he was not sure that he removed all of the mesh. Since the removal surgery, the patient has suffered severe abdominal pain and has been unable to work. On (B)(6) 2015, the patient was admitted to the hospital for an implantation of a nerve simulator to help reduce the pain. No additional information was provided.